Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a certificate of conformance (c of c) is not readily available on-site.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, 7mm extended length endoscope had a lens defect after 10 years; the image delivered was not as good as normal. The same device was used to perform the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that 7mm extended length endoscope had a lens defect after 10 years. The same device was used to perform the procedure. There was no procedural delay. There was no patient harm.